Manufacturer narrative:
(B)(4). The device was not evaluated by physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete the boot-up cycle and locks up. As a result, defibrillation (automated, manual, or synchronized cardio-version) therapy would not be able to be delivered, if needed. There was no patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete the boot-up cycle and locks up. As a result, defibrillation (automated, manual, or synchronized cardio-version) therapy would not be able to be delivered, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e1 initial reporter email of the initial medwatch report was blank. Section e1 initial reporter email of the initial medwatch report should indicate: (B)(6)

Manufacturer narrative:
The customer declined the repairs of the device and informed the third-party service agent to scrap the device. A root cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete the boot-up cycle and locks up. As a result, defibrillation (automated, manual, or synchronized cardio-version) therapy would not be able to be delivered, if needed. There was no patient use associated with the reported event.